Manufacturer narrative:
Additional information (13-sep-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the event. Hsc reviewed the information provided by the customer and the instrument data files. No issues were noted with other patient samples indicating that the dimension vista® 500 instrument and the vancomycin assay were performing acceptably. The investigation of the event is consistent with poor sample quality interfering with adequate sample aspiration and delivery to the cuvette. A potential product issue has not been identified. The device is performing within specifications. The system is fully operational. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2023-00182 was filed on (B)(6) 2023.

Event description:
A discordant falsely depressed vancomycin (vanc) result was obtained on one sample processed on a dimension vista® 500 intelligent lab system. The falsely depressed patient result was reported to the physician and was questioned. The patient was not treated based on this result. The same sample was reprocessed on the same dimension vista 500 intelligent lab system, obtained a higher result with an abnormal assay flag and was reported on a corrected report. The customer stated the patient was given vancomycin based on the higher result. The same patient had a new sample drawn. The new sample was processed on the original and alternate dimension vista® 500 intelligent lab systems. Higher results were obtained and considered correct. The result from the alternate system was reported as the correct result which was similar to the original reprocessed result. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed vancomycin (vanc) result.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed vancomycin (vanc) patient result obtained on a dimension vista 500 intelligent lab system. Siemens is investigating the event.